Event description:
The pt was not a candidate for conventional repair, had a symptomatic aaa and complex anatomy. The contralateral pullwire caught on the superior hooks which required brachial access to resolve; the contralateral limb was advanced into the aneurysm sack when the physician attempted to advance the contralateral lock ball wire into the limb for balloon access, this was resolved via the now existing brachial access; the jacket guard got caught when it was being removed from the ipsilateral limb again resolved via the existing brachial access. Proximal and distal seals were obtained excluding the aneurysm from straight line flow. Procedure time was approximately 6 hours. Pt was transferred to the intensive care unit were pt died approximately 48 hours post procedure of an acute myocardial infarction.